Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc button, due to corroded keypad traces. We were unable to perform operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to unresponsive button. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported via phone call that the customer had low blood glucose and insulin pump alarmed button error. The customer was sleeping when insulin pump alarmed. The customer's blood glucose was 48mg/dl, treated with glucose tablet. Advised customer that the insulin pump will be replaced, discontinue the use and revert to back up plan. Customer agreed to return insulin pump for analysis.